Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the customer created a new order set in epic, and the multicomponent order was not functioning as expected. A technical support specialist (tss) guided that an updated value was being received in the order message, which prevented the existing procedure from triggering as designed. The tss identified that the procedure had originally been configured to act on a specific value for multicomponent orders, but a different value was now being sent, causing the expected data handling to fail. The tss noted that this change in input required an update to the procedure logic and indicated that communication would be made to the customer to explain the behavior and obtain approval to implement the modified procedure. Tss instructed the user to sign off and apply a new procedure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer created a new order set in electronic privacy information center, and the multicomponent order was not functioning as expected. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.